Event description:
Hcp reports the patient has had three catheter revisions with the catheter continually coming out of the intrathecal space leading to decreased drug delivery and resulting in withdrawal. The patient is receiving morphine 5 mg/ml at a daily dose of 0.5 mg/day through an intrathecal drug delivery pump. The patient has had three catheter revisions, the first in 2006, the second a month later and the third two months later. The original implant and first revision was done by the anesthesiologist and the last two revisions were done by the neurosurgeon. The patient experiences withdrawal, return of pain and nausea. The patient is treated with oral medication and the catheter is revised. As of the third day, the patient is reportedly doing well. A follow up report will be sent, if additional information is received.